Event description:
Inadequate therapies reported. Oversensing with contact potentials in egm observed. X-ray shows lead breakage. This is second time patient shows the same lead failure. The lead was subsequently removed from service. No patient complications have been reported since the lead was removed from service.